Event description:
The reporter stated that the patient just started on the pump. The reporter stated that the health care provider instructed them to insert the contact detach, prime the first part of the tubing and then connect, which would leave the connector tubing filled with air. The reporter stated that the patient's basal rate was 0.15 units/hour; customer support advised that it would have taken approximately 12 hours of basal delivery to fill the connector section of tubing. The reporter stated that the patient's blood glucose became elevated. The reporter indicated that the patient's blood glucose went as low as 23 mg/dl later in the afternoon after the patient was given multiple corrections for the high blood glucose. The reporter indicated that all of the settings were confirmed to be correct with the blood glucose management team. The reporter declined further troubleshooting of the incident as the reporter felt that the priming issue with the contact detach was the cause of the patient's blood glucose. Customer support advised the reporter to consult with the patient's health care provider for clinical guidance. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Customer support troubleshooting indicated that the patient was not filling the contact detach infusion set correctly. The contact detach instructions for use instructs the patient to fill the contact detach completely and instructs the patient how much insulin to use to fill the cannula. This use error caused the patient's blood glucose to elevate. The reporter indicated that the patient's blood glucose went low after the patient was given corrections for the blood glucose. The reporter indicated that the patient's blood glucose was likely due to the priming issue with the infusion set. No conclusions can be made at this time.